Manufacturer narrative:
The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements and high capture thresholds. No adverse patient effects were reported. This rv lead remains in service. Due to limited provided information, further details were not available.